Manufacturer narrative:
Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: unable to perform complaint lot history check due to unknown lot number. Investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that a foreign liquid was in the barrel. The returned syringe was examined and no liquid or any other foreign matter was observed inside the sample. Also, no liquid came out of the sample when the plunger rod was fully depressed. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
(B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pet owner found foreign matter in the barrel of a bd¿ u-40 pet syringe prior to use. No injury or medical interventions were reported.